Event description:
On (B)(6) 2014, the lay-user/patient¿s daughter (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter continued to display an ¿error 2¿ message during testing. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The reporter stated that the alleged meter issue began on (B)(6) 2014. The reporter stated the patient manages her diabetes with oral medication (metformin), insulin (type not specified) and glucerna and claimed the patient did not make any changes to her usual diabetes management regimen in response to the alleged meter issue. The reporter stated the patient developed symptoms of being ¿lethargic, hungry and thirsty¿ 3 days after the alleged meter issue began. The reporter claimed she treated her mother with medication and shots of insulin on (B)(6) 2014 after being notified by the patient¿s home health nurse who also advised the patient to be taken to her daughter¿s house for monitoring. The reporter claimed the patient obtained blood glucose readings of ¿547 mg/dl¿ and ¿436 mg/dl¿ with the home health nurse¿s meter on (B)(6) 2014 respectively. The reporter attributed the onset of the patient¿s symptoms to the fact that the patient was unable to test her blood glucose with the subject meter due to the alleged error message and as a result, was unable to be given the additional doses of insulin that she needed. At the time of troubleshooting, the customer service representative (csr) noted that the patient was not a first time user of the lfs product and there was no indication of misuse of the device. It was documented that the correct strips were being used for testing; however, the testing process being followed was incorrect; it was noted that the patient had been putting the blood on the strip first. The csr walked the reporter through a retest and the alleged meter issue was resolved. The reporter did not wish replacement products to be sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter error message began to appear.